Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise on the ventricular sense amp and discrimination channel. The noise amplitude was noted to be too small to be marked on the marker channel. No further information was reported. The patient will continue to be monitored.